Event description:
It was reported that the home patient (hp) had difficulty disconnecting the transfer set from the solution bag during peritoneal dialysis (pd) therapy. The hp reported it was too hard to remove the spike of the transfer set from the port of the twin bag during disconnection by the clean (uv) flash. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp functional testing were performed with no issues noted. Initial evaluation did not confirm the reported issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported issue could not be duplicated or confirmed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.